Manufacturer narrative:
H3. Pump: the returned device passed all testing in the laboratory and no anomalies were identified. Catheter: analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. It was reported, per a clinic note from (B)(6) 2025, that the patient's catheter tip was initially placed at t6. A catheter dye study revealed that the catheter had migrated to t7. The patient was seen on (B)(6) 2025 for an evaluation in addition to a pump reprogram for ongoing evaluation of other pain-related issues, such as psychosocial and emotional adjustment; the need for oral medication monitoring, addition or adjustment; and evaluation of functional ability. The patient had knee pain in both knees. The knee pain radiated into both feet. The pain pattern included both calves. The pain intensity was 5/10. The pain had been fluctuating and was described as aching. Walking made the pain worse. Rest and sitting made the pain better. It was noted that the patient had a fall recently that possibly damaged the pain pump. A fall on (B)(6) 2025 was indicated. The patient was seen in the emergency room (ER) on (B)(6) 2025. It was noted that the patient had fallen twice in the last year, which resulted in injury. The patient admitted to pain at the pocket site. Per the patient, the pain at the pocket site was a new problem. The patient's recent fall caused damage to the pain pump. The patient denied constipation, urinary difficulties, nausea, vomiting, edema, excessive sweating, and excessive drowsiness. The patient's pump was electronically analyzed and reprogrammed on (B)(6) 2025. They "decreased morphine from 5.0148mg/day to 5.0148mg/day, fentanyl from 1114.4mcg/day to 1114.4mcg/day and bupivacaine from 11.144mg/day to 11.144mg/day". The pump was programmed to deliver a simple continuous infusion of these medications. Per a pump assessment, there was moderate erythema, edema, and warmth around the pump site with purulent drainage. A photo was referenced. At the patient's last visit, the pump was refilled with no changes. On (B)(6) 2025, the patient presented for a pump refill with no changes. However, the pump was unable to be filled due to moderate erythema, warmth and edema at the pump site, which began after a fall on his pump "a few weeks ago". The patient was evaluated by the doctor in clinic on (B)(6) 2025 and it was determined that the patient needed a pump pocket revision and possible explant, as there was significant purulent drainage when probed. The surgery was scheduled for (B)(6) 2025. Due to the upcoming explant and inability to fill the pump, the hcp disabled the boluses. The patient had not been using them. He was also prescribed a course of bactrim-double strength twice per day for him to begin the same day. The patient was instructed to use tylenol as needed. The patient was discharged in a stable condition. Additional information received on (B)(6) 2025 indicated that the pump was exposed through the skin. A pump pocket revision/reposition and pump replacement occurred on (B)(6) 2025. It was also indicated that the catheter was explanted on (B)(6) 2025. No environmental, external, or patient factors that may have led or contributed to the issue were reported. No diagnostics or troubleshooting was performed. Per a session report from (B)(6) 2025, the pump was used to deliver fentanyl 2000mcg/ml at 1115mcg/day, bupivacaine 20mg/ml at 11.150mg/day and morphine 9mg/ml at 5.0173mg/day. As of (B)(6) 2025, the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 07-feb-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.